Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, poor recharge quality message was observed. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6) , product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated the recharger was not working. Pt said they will charge for a little while and then the remote goes blank/dead and they have to charge it again to finish charging. Pt also said the paddle gets really hot when charging the implantable neurostimulator (ins). The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.